Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous right common iliac artery. This 8.0x30x135cm express ld vascular stent was advanced through another manufacturers 6f sheath. The express stent encountered resistance after the device crossed through the sheath (in the blood vessel). The express device was pulled slightly and the stent became dislodged inside the patient without deploying the stent. A 2mm sterling es balloon catheter was advanced from the brachia and crossed through the dislodged stent. The dislodged stent was removed from the patient with no complications. The procedure was completed with another express ld vascular stent. No patient complications were reported and the patient's status is good. This product is only ous approved, but it is similar to an approved us device.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous right common iliac artery. This 8.0x30x135cm express¿ ld vascular stent was advanced through another manufacturers 6f sheath. The express stent encountered resistance after the device crossed through the sheath (in the blood vessel). The express device was pulled slightly and the stent became dislodged inside the patient without deploying the stent. A 2mm sterling es balloon catheter was advanced from the brachia and crossed through the dislodged stent. The dislodged stent was removed from the patient with no complications. The procedure was completed with another express¿ ld vascular stent. No patient complications were reported and the patient¿s status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was partially returned for analysis. The stent was returned but the stent delivery system was not. Visual examination of the stent observed that approximately three rows of struts were deployed at one end and the struts were also damaged. The other end of the stent's edge was flared however, approximately four rows of stent struts were squashed at the flared side. There was no damage noted to the center of the stent and no further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).